Manufacturer narrative:
Initial MDR# 2124215-2013-08088 for a 0180/ 101569 was submitted on july 8, 2013 - this report was updated to reflect only the device e163/103249 on (B)(6) 2013. Due to internal system limitations a new complaint was created on the lead to capture and report this additional information on this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. This ICD was later explanted to upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The rv lead remains in service. No adverse patient effects were reported.